Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced a low glucose event after announcing and dosing for lunch on her insulin pump, with glucose briefly rising to 132 mg/dl before dropping to a nadir of 61 mg/dl, and she had previously been advised to consult with clinical support regarding a potential factory reset or setting changes; the medical device problem and device component were not further characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for medication intervention, as the patient treated with oral glucose (juice and glucose tablets) and returned to range within approximately 30 minutes. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding the device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.